Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 380 mg/dl. Customer was hospitalized for diabetic ketoacidosis and treated at the hospital. Customer was wearing insulin pump at the time of hospitalization. Customer mentioned that the battery cap was damaged and there were cracks on the screen. The customer mentioned she had difficulty reading the screen. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stripped battery tube threads.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.